Event description:
It was reported that during flow diverter implantation procedure for aneurysm in the posterior communicating segment of the left ica internal carotid artery, when the subject stent was deployed to about half its length, the physician felt that the position of the subject stent's distal end needed adjustment and attempted to retrieve the subject stent. During the retrieval process, fluoroscopic imaging showed that the subject stent was not successfully retrieved, and the image revealed that the subject stent visualization disappeared at the proximal position of the retrieval point. Therefore, the physician judged that the subject stent had abnormally detached within the microcatheter and could neither be retrieved nor be wholly retrieved into the intermediate catheter. Consequently, the subject stent was deployed at its current position. To address the issue subsequently, the physician chose to bridge another flow-diverter stent at the proximal end of the subject stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire sdw was returned inside the introducer sheath. The sdw was removed, and the stent was not attached. The stent was not returned for analysis (as per event, stent was deployed at its current position). The sdw was kinked/bent 9.8cm from distal end. The distal end of the resheath pad had been pushed onto the distal marker band and was stuck. Dried procedural fluid and blood was present on the sdw and petal/dpa. The introducer sheath tip was slightly damaged. ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ functional inspection was not performed as the stent and microcatheter were not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ could not be duplicated; however, the analysis results are consistent with the reported event as the distal end of the resheath pad had been pushed onto the distal marker band and was stuck which would have prevented the flow diverter stent fds being recaptured and lead to the stent being prematurely deployed. The reported ¿stent deployed prematurely during use¿ was confirmed as the stent was not attached to the returned sdw inside the introducer sheath. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. The flow diverter was not recaptured back into the microcatheter before the reported issue. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during navigation of the flow diverter device to the target lesion and there was no resistance encountered during the implant (stent) deployment. "During the retrieval process, fluoroscopic imaging showed that the stent was not successfully retrieved" which was confirmed to be difficulty in retrieving the stent back into microcatheter. When the distal end of the stent was not successfully retrieved into the microcatheter, the observation that there was no stent image between the retrievable point and the proximal mark of the stent indicated that the stent had not been normally retrieved. The operator observed from the image that the stent could not be retrieved, and the end of the stent was also in a disengaged state with the retrieval pad. Although the stent and the retrieval pad are separated and cannot be redeployed normally, the operator can use the barrier of the retrieval pad to fix the delivery wire in situ and withdraw the microcatheter at the same time to deploy the stent tensionless into the blood vessel. The size of the stent was appropriate for treatment site. In the physician¿s opinion the cause of the reported issue was that the stent was accidentally released. The subject evolve stent has been implanted. Product analysis found the sdw was returned inside the introducer sheath. When the sdw was removed, and the stent was not attached and was not returned for analysis (as per event, stent was deployed at its current position). The sdw was kinked/bent 9.8cm from distal end which indicates the sdw encountered a force during use. The distal end of the resheath pad had been pushed onto the distal marker band and was stuck. Dried procedural fluid and blood was present on the sdw and petal/dpa. The introducer sheath tip was slightly damaged. It is most probable the sdw was successfully advanced through the microcatheter but when an attempt was made to recapture the stent. The microcatheter most likely was at an angle when the stent on the sdw resheath pad was being retracted which caused the stent to catch on the catheter tip shaft instead of entering the opening. This would have caused difficulties getting the sdw resheath pad into the microcatheter and force would most likely having been applied. This would have led to the resheath pad being pushed onto the distal marker band and subsequently cause the stent to come off the resheath pad and becoming prematurely deployed. An assignable cause of procedural factors will be assigned to the as reported ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent deployed prematurely during use¿ in addition to the as analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿, ¿sdw deformed¿, 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during flow diverter implantation procedure for aneurysm in the posterior communicating segment of the left ica internal carotid artery, when the subject stent was deployed to about half its length, the physician felt that the position of the subject stent's distal end needed adjustment and attempted to retrieve the subject stent. During the retrieval process, fluoroscopic imaging showed that the subject stent was not successfully retrieved, and the image revealed that the subject stent visualization disappeared at the proximal position of the retrieval point. Therefore, the physician judged that the subject stent had abnormally detached within the microcatheter and could neither be retrieved nor be wholly retrieved into the intermediate catheter. Consequently, the subject stent was deployed at its current position. To address the issue subsequently, the physician chose to bridge another flow-diverter stent at the proximal end of the subject stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.